Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event is considered confirmed. No devices or photos were received; therefore, the condition of the components is unknown. Primary operative notes do not suggest any intra operative complications. Office notes state that patellar tendonitis was evaluated. Patient had pain going up and down stairs and prolonged swelling. Patient was revised and it was reported that pegs fractured off the patella. X-ray report indicates normal alignment with no fractures, good bony ingrowth of femoral and tibial components and patellar implant loosening due to lack of bony ingrowth. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned device found it to exhibit signs of being implanted wear/discoloration and all three of the pegs have fractured off. All pieces were returned. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet finned pri stem 40mm, item# 141314, lot# 408980; bmet regenx pri tib tray 83mm, item# 141276, lot# 600810; e1 vngd ps tib brg 71/75x20, item# ep-183650, lot# 371970; vgd ps open por fem rt 75, item# 184514, lot# 510820. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure, subsequently the patient was experiencing pain and was revised due to the pegs breaking off of a regenerex patella. There is no additional information at this time.